Event description:
The customer reported unable to reset fluoro timer, sys lock-up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and updated the software. Sys operates as intended. (B) (4).